Event description:
It was reported that during an unknown procedure, the blade tip broke and fell into the patient, but was retrieved. Another device was used to complete the case. There were no adverse consequences to the patient.